Event description:
It was reported that on (B)(6) 2014, the pump stalled due to a motor stall at 10:42; motor stall recovery occurred at 10:48. On (B)(6) 2014 at 06:46, a roller study was performed. On (B)(6) 2014, the pump stalled at 02:27 and never recovered; on (B)(6) 2014 at 02:27 a stopped pump period may exceed tube set message was recorded. The pump was alarming. The patient was going through withdrawal; it was unknown exactly when it began. The patient symptoms were nervous, anxious, shaking, and sweating. The patient was given fentanyl via IV (intravenous). The pump was replaced. The device system was delivering morphine and clonidine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# unknown, product type: programmer, patient; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information later reported the patient was in pain and reporting nausea. There was more than one motor stall noted in the event logs duration unknown. The cause of the withdrawal was pump motor stall. The patient was doing well and receiving effective therapy. The new pump was delivering good therapy.